Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred while blousing for dinner. Customer had just changed the reservoir and infusion set prior to dinner time bolus. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the insulin flow blocked alarm. The pump will not be returned for analysis. No product is expected to return for analysis.